Event description:
It is reported that the pt came in for a post-op appointment, and it was noted on post-op x-rays that a small ball was in the subcutaneous layer of skin. Upon examination of the instruments, it was noted that the ball bearing from the inserter instrument was missing. The pt is having no pain. The doctor has notified the pt. The doctor has decided to leave the ball bearing in the pt at this time because it is not in the joint.

Manufacturer narrative:
Evaluation summary: it is not known what caused loosening of cam arm. Threads on attachment screw are applied with thread locking epoxy to permanently fasten cam arm in place. Cause cannot be definitively determined based on available info. Evaluation: inserter returned without either ball bearing. Screw that secures cam arm was loose, indicating possible disassembly in the field. Screw was removed & there appeared to be evidence of epoxy on threads. Hex screw exhibits minimal damage. Bearing pockets were measured and found to meet specification. Device has a potential field age of approximately 9 years. Device history records indicate manufacture to specification.